Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and deteriorated foam was observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped as per customer request. Also found dust and dirt. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.